Event description:
Metal point on brushhead kept popping up a bit and then decomposed in mouth (device breakage). No adverse effect. Case description: a consumer reported when using an oral-b precision clean brushhead on a oral-b rechargeable toothbrush, version unknown the metal point on brush head kept popping up and a bit and then decomposed in their mouth. The case outcome was no symptoms.

Manufacturer narrative:
A lot number or product was not provided by the reporter therefore unable to proceed with lot check/batch retain testing.